Manufacturer narrative:
The device has been returned to olympus for evaluation. The evaluation is currently in process. A supplemental report will be submitted upon completion of the device evaluation/investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the oes cystonephrofiberscope irrigation port detached during setup. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Event description:
The event occurred after a diagnostic procedure. The procedure was completed with the same device with no delay. The device was inspected during prep. The event occurred approximately 2 months ago, but the exact date is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and the event. Event description was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the detachment of the instrument channel port was confirmed. The forceps hoe was fractured. Additionally, a leak test was unable to be performed on the instrument channel, the image was still blurry after aeration, there was fluid leakage in the operating area and ocular region. However, the definitive root causes of the fracture, blurry image, or leakage issues could not be determined. Olympus will continue to monitor field performance for this device.